Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a degraded downstream occlusion (dso) seal and upon turning on there was an error code 46440 related to a dso sensor issue. The cause of the customer reported problem was the degraded dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso sensor, dso bezel, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the downstream occlusion sensor needs to be replaced. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.